Manufacturer narrative:
The evaluation codes have been included. It was reported that there was inflation difficulty with the palmaz stent delivery system (sds). The device was stored per the instructions for use. There was no damage noted with the packaging or the device prior to use. The device prepped normally. The contrast media used was unknown. The contrast to saline ratio was unknown. It was possible that the same indeflator was successfully used with other devices. Analysis of the returned device did not confirm the reported malfunction. The balloon inflated normally. A non sterile palmaz 035 8.0 mm x 2 cm, 80 cm was returned for analysis coiled inside a plastic bag. There were bents detected on the shaft. No residues were observed on the catheter. Balloon was inflated with pressurized water according to departmental form 11534565 rev 2 and could be inflated without problems. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was not confirmed since balloon could be inflated in functional test. Bents found on the shaft were probably due to the way the unit was sent for analysis. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer or the bents found on the shaft could be related to the manufacturing process; therefore no corrective/preventive action will be taken. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
During the procedure, there was inflation difficulty with the palmaz stent delivery system (sds). The target lesion was located in the left subclavian. The lesion was described as mildly calcified. The reference vessel was mildly tortuous. A palmaz stent was delivered to the target lesion and pressure was applied with an unknown indeflator; however, it did not increase at all. The connection between the device and the indeflator was inspected and no leakage was not observed. Once the indeflator was disconnected and pressurized without the device, the pressure could be increased. A different palmaz was used to successfully complete the procedure without any other issues. There was no adverse event and the patient was in stable condition. The product will be returned for analysis. The device was stored per the instructions for used. There was no damage noted with the packaging or the device prior to use. The device prepped normally. The contrast media used was unknown. The contrast to saline ratio was unknown. It was possible that the same indeflator was successfully used with other devices.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Concomitant devices include an unknown indeflator. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15143799 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15143799. Sds-assy palmaz medium subassembly lot 15141864 was reviewed and (B)(4). It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Ca powerflex plus subassembly lot 15141282 was reviewed and (B)(4). It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Balloonassy pfp subassembly lot 15101677 was reviewed and (B)(4). It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Inflation/deflation and burst test results were reviewed and no anomalies were found during manufacturing process of this lot.